Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV contracture and deformation.

Event description:
Healthcare professional reported "pain and inflammation in the right breast due to grade IV contracture and deformation" and "lobulation of the right intramammary prosthesis towards the upper internal quadrant and the lower external quadrant". The device remains implanted.